Manufacturer narrative:
Conclusion: while the reported inflation problem was confirmed, the cause of the incident is attributable to user handling/technique and not as a result of the mfg processes.

Event description:
Reporting "hospira thermodilution catheter balloon did not inflate during pre-test before insertion of swan ganz catheter. Device discarded - replaced with new catheter that worked properly." MFR's analysis: the 41217-04-01 catheter was returned with a touch contamination shield (mfg. Make model unk) threaded onto the catheter. The introducer sheath used in conjunction with the touch contamination shield was not returned for eval. Examination of the catheter device under a microscope at 10x magnification recorded a distal tear on the catheter balloon, thus confirming the reported inflation problem. Additional testing and eval of the catheter device recorded no other abnormalities. The catheter diameter met all product spec requirements. A review of the mfg lot records show that these catheters were 100% air-tested both during the mfg and packaging processes. The review also noted that there were no problems and or exception reports generated during the mfg processes. Previous investigations and analysis of distal balloon tears have shown that these tears can occur while threading the catheter thru hemostasis valves of touch contamination shields and or sheaths of introducers. The catheter devices labeled IFU's caution statements care must be taken not to damage the balloon when advancing the catheter through hemostasis valves of side port catheter/sheath adaptors and rubber seals of contamination shield.